Event description:
Information was received that this left ventricular (lv) lead exhibited high pacing thresholds resulting in loss of capture. The lead was surgically abandoned and replaced. No adverse patient effects were reported. No further information is available.